Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information.

Event description:
It was reported that a 3.5 x 12 mm xience xpedition stent delivery system (sds) failed to inflate when attempting to deploy the stent. The sds and stent was removed and it was noted that the proximal stent struts were flared. The procedure was successfully completed with another xience xpedition and a non-abbott stent. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.

Manufacturer narrative:
(B)(4). Correction: device status changed from returning to not returned. The device was not returned for analysis. A cine was received and reviewed by an abbott vascular clinical specialist. The reviewer concluded that given the images provided, a determination as to why the device did not deploy cannot be determined. Proximal strut flare could potentially have happened upon withdrawal of undeployed stent through previously placed stents; however, this cannot be confirmed via the cine images provided. A review of the lot history record revealed no manufacturing nonconformities that would have contributed to this complaint. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The investigation was unable to determine a conclusive cause for the reported difficulties. Based on the information reviewed, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device.